Event description:
Reporter indicated that the pt experienced an increase in seizure activity as a result of the generator reaching end of svc. It is unk if increase in seizures is above pre-vns levels. Diagnostic results indicated that generator was at end of svc, other results were not available. Pt had generator replacement surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.